Event description:
The facility representative contacted baxter on 25 may 2010 to report a colleague infusion pump with failure code 813:01 found during biomedical service. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. The user interface module master software version is 5.09.90, categorized as remediated. During the evaluation at baxter, it was discovered that the event had occurred during delivery based on the event history. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause is that failure code 813:01 occurred after failure code 568:320:654:0000. No repair was needed.